Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had a question about fsod calibration on msiii infusion pump. He was supposed to perform fsod calibration but he accidently skip the step. I reviewed the calibration process with him and told him to repeat the fsod calibration by pressing "r" on his keyboard. Because the fms show him the previous calibration data. If he just hit enter, it will skip the test and proceed to the next step.